Event description:
Event occurred at patient's home in the evening. Patient was in wheelchair, vent was on a tray under the wheelchair. Vent was operating on ac power. Patient heard the vent make a "power down" sound. Described as the sound the tubine makes when one shuts the vent off. No alarm was heard. No message display's were observed. Patient alarted family member. Power lead was flashing. Rt stated the vent will not power on at all on any power source on ac power several hours prior to event. Primary power source: ac.